Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, a technical support specialist checked and confirmed that the user account was functioning correctly and was not locked. Customer confirmed that the issue was resolved. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to log in to the server. The customer reported receiving an "unable to authenticate" message when attempting to log in to the server. The customer was able to log in to the station but was unable to access the server. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.